Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a nurse contacted technical support outside of a procedure to report that during the fourth case on universal surgical manipulator (usm) 4 the guided tool change showed the path, but the tool did not follow the path. It wanted to go towards the liver. The caller stated they had to manually adjust the usm to avoid the liver each time they swapped instruments. The caller stated this happened on each instrument they used on usm 4 during this procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse placed universal surgical manipulator (usm) 4 at several different angles from horizontal to vertical. The fse inserted an instrument and measured 5 inches from tip of the cannula to instrument tip. The fse placed several instruments in the usm and used the guided tool change. Instruments went straight in and stopped within the measured value from tip to cannula tip. The usm did not move in any other directions and the instrument never advanced further than the previous instrument. The fse was unable to reproduce the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.